Event description:
The hospital's report say: during the equipment maintenance on (B)(6) 2018, the high efficiency filter alarm occurred when the device was started up. After inspection, it was found that the filter of the machine was blocked. After replacement, the device could be used normally without causing any harm to the patient.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use the most likely root cause was determined to be a defective blower module c1/t1/mr1 - msp161170. In consequence the correction to replace blower module c1/t1/mr1 - msp161170. There was no patient or user harm.